Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing during postural movement. The patient was hospitalized pending investigation. Extensive exercising testing was unable to reproduce the myopotential noise. Technical services (ts) recommended reprogramming the sensing vector. No adverse patient effects were reported. The device remains implanted and in service.